Event description:
Customer reported the coulter lh 750 hematology analyzer generated erratic results for quality control samples while in manual mode. There were no erroneous results for patient samples associated with this event. There was no death or injury attributed to this event, and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed the manual probe was loose from the front part of the blood sampling valve (bsv). The fse replaced the bsv resolving the issue. The bsv is being returned for evaluation. If the additional evaluation identifies significant information, a supplemental MDR will be filed. Identification of failure modes: failure mode is related to the manual probe loosening from the front part of the bsv. No erroneous results for patient samples were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous results for all parameters due to contamination. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).